Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the nurses were saying that the system was not tracking. No patient was present at the time of the event. Update from the manufacturer representative they spoke to the site about this issue, they said they were was not able to replicate the issue. However, when they attended a case later that week, they had tracking issues again. They moved the emitter super close and it appeared to help. They did another check out of the system after the case and it seemed like the emitter had a smaller tracking volume than usual. They said it had to be something environmental, but there was no metal nearby and they tested it in multiple locations. Instead of the beach ball size tracking volume, it seems more like the size of a soccer ball. They spoke with the site and told them that everything is still working, but that they should try a different set up (with the emitter at the side of the head/ 3 o'clock). They also told them they would try to support the next couple of cases to make sure things are working okay. At this time, they are happy with that plan.